Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the ok, up arrow, and down arrow keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 07/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: during investigation, the up arrow, down arrow, and ok buttons were found to be under responsive. The keypad was removed to find no damage to the button contacts or the keypad flex cable. Upon opening the pump, moisture corrosion was found on the printed circuit board. Unrelated to the original complaint, investigation revealed that the audio bolus button cover had lifted, and was under responsive, and that the display was found to be dim with a pink hue.

Manufacturer narrative:
Previous supplemental was inadvertently marked as follow up number 2 and it should have been follow up number 1. Additionally, the date of submission was noted as 07/26/2016; it should have been 07/27/2016.